Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4) - bladder problems. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, stress urinary incontinence. The patient experienced pain, infection and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of an anterior colporrhaphy with pinnacle mesh, posterior colporrhaphy and iliococcygeal suspension during mesh implantation.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced recurrent urinary tract infection, vaginal irritation, urgency, frequency, and dysuria.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, vaginal irritation, urgency, frequency, and dysuria.